Event description:
A pt reported experincing inaccurate low results with a fasttake meter. The pt's blood glucose results were 7.2 mmol versus 9.2 mmol meter to lab. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.